Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that prior to a treatment procedure to placed a otw greenfield filter, the physician noted that the filter was inserted backwards in the delivery system. Numerous requests for additional info from the facility regarding this complaint have been unsuccessful.